Event description:
During the morning assessment -0715- the patient was noted to be in increasing levels of respiratory distress. The pt had been receiving continuous albuterol nebulized treatment at the time of the examination. Around 1025, the pt required emergency intubation and transfer to the ccu. At this time it was noted that the continuous nebulizer was not operating properly. The device was not providing nebulized medication to the pt. According to the respiratory care practitioner, the air-oxygen inlet nut that connects the air-oxygen source to the nebulizer cannister could not be tightened and air leaked out to the environment failing to nebulize the medication. The device was sequestered for further review. The patient recovered from the event and was discharged from the hosp in 2008.